Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the user interface (ui) to stack flex cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui to stack flex cable assembly and determined that the cause of the reported issue was that the flex was torn.  This led to a white display and no device boot-up.

Event description:
The customer contacted physio-control to report that their device's display was all white. &#1288;ere was no service indicator present and the customer advised that the device "seemed" to be working fine; however, a white display is indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary. &#1288;ere was no patient use associated with the reported event.